Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test and battery testing were performed. During power on self-test the blown fuse was found. The cause of this was not determined. To correct the condition, the fuse was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged fuse. No additional information is available.